Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (351 mg/dl). Customer delivered a correction bolus to address the issue. Customer was ultimately treated in the emergency room (ER) with intravenous saline drip and manual injection for bg of 500 mg/dl . Customer was not admitted to the hospital. When customer left the ER, bg was reported to be 250 mg/dl and condition of customer was stable. System check was performed with tandem technical support and no issues were identified. Recommendation was made for customer to consult with health care provider regarding diabetes management.